Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneous cartridge iron (fe) patient results for three (3) patients generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer initially noticed this issue when fe failed calibration with consecutive errors, which are indicative of imprecision or erratic results. The customer was able to calibrate with a different cartridge of the same lot of reagent but then the quality control (qc) results were erratic, especially with high results. After troubleshooting by swapping cartridges with their other system, it was established that the problem was an instrument issue with this dxc instrument. The customer reran the eight (8) patient samples. Three (3) of the results were outside the 2 standard deviation (sd) total precision for fe (10.6 ug/dl). Their total allowable error for fe was 20%, the customer only needed to amend two (2) of the three (3) results. The customer only provided the results for two (2) of the three (3) patients. In addition, the data provided by the customer also showed a discrepant result for transferrin (trfn) where the first result was 0mg/dl and the repeat result was 454.1 mg/dl. The low trfn result was not reported out of the laboratory. The customer indicated that this is not related to the instrument issue and was due to operator error (bubbles in reagent); however the customer is unaware whether the result was flagged. No other trfn results or qc results were affected. The customer indicated that patient treatment was not affected in association to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse replaced a badly worn sample and reagent cartridge chemistry mixer paddles. The fse indicated that the issue was resolved after the mixer paddles were replaced. Instrument performance was verified. Fe passed calibration since the repairs. Failure mode is the cartridge chemistry (cc) mixer paddles.